Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was noted to be dislodged one month after the implanted. During lead repositioning, the p wave height was low, and the positioning site was changed, however, the helix could not be retracted. The insulation breach was noted on optim occurred during explant. It was also noted that a substance was attached to the screw and appeared to be a lead component rather than myocardial tissue. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were ¿the reported lead was found dislodged one month after the ICD was implanted,¿ ¿the helix could not be retracted after rotating over 30 times¿ and ¿the physician commented the adhered substance attached to the screw appeared to be a lead component rather than myocardial tissue and requested the analysis.¿ as received, a complete lead was returned in one piece. The reported events of ¿the helix could not be retracted after rotating over 30 times¿ and ¿the physician commented the adhered substance attached to the screw appeared to be a lead component rather than myocardial tissue and requested the analysis¿ were confirmed. Visual and x-ray examination found the helix was fully extended and clogged with blood/tissue and the steroid plug was shifted distally and the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported events of ¿the helix could not be retracted after rotating over 30 times¿ and ¿the physician commented the adhered substance attached to the screw appeared to be a lead component rather than myocardial tissue and requested the analysis¿ was isolated to the steroid plug shifted distally and the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.